Event description:
A report was received that the patient¿s ipg had flipped which was confirmed through x-ray. The patient underwent pocket revision wherein the battery was replaced per physician¿s preference. The patient was doing well following the procedure.

Event description:
A report was received that the patient¿s ipg had flipped which was confirmed through x-ray. The patient underwent pocket revision wherein the battery was replaced per physician¿s preference. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient had charging difficulties due to the ipg being flipped.